Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported downstream occlusion which was reproduced through troubleshooting of the device. A review of the event history log identified multiple downstream occlusion messages. The reported condition was verified. The cause was determined to be out of specification downstream current reading . The force sensor no tube was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The process step where the event happened was unknown. There was no patient involvement. No additional information is available.